Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the stapler was able to fire but the staples burst out when on the stomach tissue. There was an incomplete staple line distally. The staples did not form a 'b" shape. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.